Event description:
A user facility reports scratch was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.